Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after slitting the inner guide, the left ventricular lead threshold increased and was high. The lead impedance also increased and was high. The lead was not used and a new lead was implanted with normal parameters.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.if information is provided in the future, a supplemental report will be issued.